Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high and was hospitalized on (B)(6) 2017. The customer¿s blood glucose level was almost 700 mg/dl at the time of the incident. The patient¿s current blood glucose was 208 mg/dl. The customer reported that they felt horrible, gotten out of car to get water, and was very weak. The customer treated it with manual injections. The customer was wearing the pump at time of hospitalization. The customer was on an insulin drip. The customer declined to troubleshoot. The insulin pump will not be returned for analysis.